Event description:
It was reported the powered laser surgical instrument laser fiber broke off at the connector on the laser and emitted a flame. The issue occurred during an unknow therapeutic procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned. Based on the results of the investigation and the information provided, it is likely that the failure appears to have been the fiber breaking and energy escaping to ignite the fiber connector point. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.